Event description:
Original surgery performed in (B)(6) 2013, with implantation of a smr anatomic total shoulder prosthesis. The patient fell over not long after original surgery. The li poly liner dislocated and broke, leading to a revision surgery performed on (B)(6) 2013. The event occurred in (B)(6).

Manufacturer narrative:
We checked the work cycle and the raw material certificate of the broken liner, without finding any anomaly. Further information, including x-rays and the explants, is not available. The explants have been thrown away in hospital soon after the revision surgery. We rely on the incident description provided; according to this information, the patient fall is the cause of the incident. No problems for the patient have been reported before the traumatic event, so there is no indication of any malfunction of the device. We are aware of (B)(4). By the information received and by our analysis, only (B)(4) of these dislocations can be attributed mainly to the product. (B)(4).